Event description:
Pt contacted dexcom customer service on (B)(6) 2010 to report a possible broken sensor. The call was disconnected during transfer to dexcom technical support. Dexcom technical support made three attempts to contact the pt over the next several weeks, but has been unsuccessful in gaining any further information regarding the event. We therefore consider this complaint closed to the best of our ability.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.